Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the mcm30 instrument clips would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.